Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The field error logs were unable to provide any information that indicated that the error occurred in the field. Visual inspection of the unit did not reveal any signs of contamination or damage on the unit related to the reported problem. The unit was put on the patient side cart (psc) fixture test platform (pftp), and it passed all tests related to the reported problem. The unit was then put on the in-house system, and it immediately triggered the 32098 error and 23138 errors pointing to the yaw and pitch axes. The axes controller arm (aca) was swapped with a test board, but the errors continued to persist.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the universal surgical manipulator (usm) 3 was faulting with error 32098. The customer attempted to restart, recover, and perform a hard power cycle on the system, but the error message could not be cleared. The customer considered swapping robots, but the alternative system was on a higher software level. Therefore, customer decided to disable usm 3 to continue with their activities. The technical support engineer was unable to view the live logs because the system was offline. The customer reported event has no report of patient injury.